Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode can not be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications.

Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. When he removed the tubing set he noticed fluid coming out of the tubing set and into the cycler. Pt states no ill effects or antibiotics taken, effluent has remained clear. There is no sample available for eval.